Manufacturer narrative:
Additional information: h6- annex a. Investigation / evaluation: on 01mar2021, cook became aware of an incident where type 1b endoleak and thrombus were noted within a zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt). The issue was reported by a physician at sunshine coast university hospital in australia. No additional procedure or adverse effects were reported due to this occurrence. A review of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complainant did not return the complaint device to cook for investigation. However, medical imaging was provided and sent for expert image review. Findings indicating transmitted endotension through the mural thrombus in the aneurysm neck include large aneurysm size, failed embolization, aneurysm internal fluid density, and flattened to concave mainbody fabric. A type 1b endoleak was noted (thin and partially penetrating the mural thrombus) on the ipsilateral limb graft, which was also remotely thrombosed. Anatomic risks associated with thrombosis were absent. Right 2a, bilateral popliteal artery, and bilateral renal artery aneurysms were also present. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Evidence provided by the complaint facility, complaint history, manufacturing documents, and verification testing suggests that the device was manufactured to specification. As there are adequate inspection activities established, and objective evidence that the DHR was fully executed it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product instructions for use (IFU), [t_zaaasz_rev4] ¿zenith® spiral-z aaa iliac leg with the z-trak¿ introduction system¿, provides the following information to the user related to the reported failure mode: "4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.4 device selection strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure appropriate procedural imaging is required to successfully position the zenith spiral-z aaa iliac leg and assure accurate apposition to the vessel wal. Inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5 adverse events. 5.2 potential adverse events. Adverse events that may occur and/or require intervention include, but are not limited to: endoleak. 8 patient counseling information all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 11 directions for use 11.1 zenith spiral-z aaa iliac leg system 11.1.7 molding balloon insertion 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. Final angiogram 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12 imaging guidelines and postoperative follow-up 12.1 general all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.2 additional surveillance and treatment additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak". Based on the information provided, no inspection of returned product, imaging review, and the results of the investigation, a definitive cause could not be established for the reported endoleak and identified thrombus. It was determined that the failure of endoleak and thrombus are known inherent risks of using the complaint device. A possible cause of the endoleak could be attributed to patient condition as the imaging reviewer noted "cia aneurysmal dilation developed independent from the aaa. These aneurysms and the five additional aneurysms indicate that seal zone loss and subsequent endotension/endoleak were secondary to unusually severe intrinsic arterial degeneration and not the loss of either the zalb or zsle seal zone." The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Imaging review showed ipsilateral limb thrombus on the same device.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that type 1a and type 1b endoleaks were seen after implantation of cook grafts. The type 1a endoleak was seen on a cook zalb device, which is not cleared for sale in the us. The type 1b endoleak was seen on the zenith flex with spiral-z technology aaa endovascular graft iliac leg implanted on the patient's left (ipsilateral) side. Original implant date is unknown. The patient had previously undergone a fem-fem crossover on an unknown date. The patient's current physician believes the endoleaks are due to disease progression. The physician requested a planning review for a potential fenestrated cuff implantation due to the endoleak, however no additional procedure date or details have yet been reported. The facility has reported no additional information is available.